Manufacturer narrative:
G4:27jan2021. B4:30jan2021. The service technician checked the unit, and no failure was confirmed. There were no parts replaced. The unit passed all testing and operated within the manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020; date of report: (B)(6) 2020.

Event description:
The customer contacted technical support (ts) stating that the unit requires the power management (pm) board to be replaced. Additional information has been requested. The customer reported that there was no patient involvement.